Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one maxcore disposable core biopsy instrument was retuned for evaluation. The sample was received without protective tubing and no yellow guard attached to the needle. During visual evaluation, sample appeared to be bloody and no other anomalies were noted on the device. Upon functional testing, the top slide was unable to lock into place, the top slide would self-activate. An x-ray was unable to be performed on the sample due to the top slide not locking into place. The bumpers were both not seated in the correct position. Therefore, the investigation is confirmed for the reported self-activation as the device self-activated. The definitive root cause could not be determined based upon the available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 01/2020). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during an ultrasound guided liver biopsy through normal density tissue, the device allegedly self activated. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Expiry date: 01/2020.

Event description:
It was reported that during an ultrasound guided liver biopsy through normal density tissue, the device allegedly self activated. The procedure was completed using another device. There was no reported patient injury.